Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient underwent surgical intervention and the lead was explanted and replaced which resolved the issue. The patient has effective therapy postoperatively.

Event description:
It was reported the patient experienced ineffective stimulation following an accident. A sjm representative tried reprogramming to no avail. The patient is to consult a physician as a next course of action. The event date is unknown.

Event description:
Further follow up identified the patient's x- ray did not find anomalies with the lead. And also the sjm representative tried reprogramming to no avail. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.